Event description:
Legal claim alleges patient has a depuy asr hip implant with a revision to be scheduled later in the year. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. Dor: (B)(6) 2012. Patient operative notes were received. It was noted the patient had whitish fluid in the hip joint and extensive corrosion around the trunnion.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.